Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) implant damage noted. Appears the helix got hung up on the guide tooth. The full lead was returned and analyzed.

Event description:
It was reported that a few hours after implant, the sensing and thresholds measurements were out of the expected range. During repositioning, the physician could not extract the helix of the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.